Event description:
Patient revised for painful hardware.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint search was completed on pn (B)(4) and found no prior complaints for pain. A search of the complaint database found no prior reports for the plate part and lot number combination. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required for the screws were unavailable. The x-rays were evaluated by a product development engineer responsible for this system and were found to be inconclusive regarding the cause of the pain. The depuy medical safety office also reviewed the x-rays and stated nothing could be confirmed, x-rays are poor quality. No root cause can be determined with the information supplied. No trend was identified; therefore no corrective action is required. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.